Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) on (B)(6) 2024 with a blood glucose (bg) level of 517 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Customer continued to use the pump for insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.